Event description:
Taxotere chemotherapy prepared and low sorbing administration attached as usual. The patient's hand slipped and pulled IV line which began to leak. Chemo sprayed out of tubing during rn inspection. Pt was going to bathroom and her "hand slipped and pulled IV line". Pt then noticed IV tubing was leaking and called nurse to check IV. Rn noticed IV pump was wet, chemo gloves applied. Upon rn inspection of tubing taxotere sprayed out of tubing on rn face and clothing. Tubing was secured and removed from pt. There was a crack in tubing just above blue plastic that goes into pump. Pt asked to wash her hands well with soap and water and received clean scrubs. Spill cleaned up per protocol. Pt drug dose recalculated and given to pt. All parties involved in good condition. Rn reported to ouch line.